Event description:
It was reported that during a percutaneous coronary intervention procedure (pci), a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified middle left anterior descending artery (lad). The 1.5mm x 15 mm apex flex balloon catheter was advanced. Inflation was performed once. During the second inflation, the balloon ruptured at 10atms. The device was removed intact and the procedure was completed with different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).